Event description:
Patient decannulated while wearing the dale tracheostomy tube holder. The tracheostomy tube was reinserted with good outcomes.

Manufacturer narrative:
The decannulation was unobserved so it cannot be confirmed that the holder played a significant role in the incident.